Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc), oversensed noise and had increased in pacing lead impedance measurement. Additional information was received and indicated that this lead was no longer working. A new rv lead was successfully implanted. No additional adverse patient effects were reported.